Manufacturer narrative:
The lot number is unknown and therefore, the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported the cuff deflated during patient use. The patient was re intubated and there was no patient harm.